Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes experienced underfill or low draw of a tube with blood, red cell hang up and fibrin. The following information was provided by the initial reporter. The customer stated: "users report the tubes are now drawing to the marked volume, and present fibrin in the serum and rests at tubes' walls".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes experienced underfill or low draw of a tube with blood, red cell hang up and fibrin. The following information was provided by the initial reporter. The customer stated: "users report the tubes are now drawing to the marked volume, and present fibrin in the serum and rests at tubes' walls"

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill and red cell hang-up was observed. The photos were unable to confirm for fibrin, overfill, or clogged instrumentation (due to oil gel globules). Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill, fibrin, clogged instrumentation (due to oil gel globules), overfill, or red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure modes: fibrin strand(s), fibrin mass, underfill, clogged instrumentation ( due to oil gel globules) and red cell hangup, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill and red cell hang-up based on the photos provided. Bd was unable to confirm this complaint for overfill, fibrin, and clogged instrumentation (due to oil gel globules) based on the investigation completed. Bd was not able to identify a root cause for the indicated failure modes.